Manufacturer narrative:
The subject device has not been returned to omsc for the evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that the sample collected from all channels of the subject device tested positive for the unspecified microbes (50cfu) as a result of routine microbiological testing by the user facility. The subject device had been reprocessed with an olympus automated endoscope reprocessor model, etd double (not available in the USA) using peracetic acid. There was no report of infection associated with this report.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Olympus medical systems corp. (Omsc) reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.